Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber/glass cap was fractured at the uv glue zone. The glass cap was detached and returned. The glass cap exhibits severe devitrification at the output area. The heat shrink tubing exhibits minor scratch marks, and partially erased blue arrow indicator. The fiber was tested with a hene laser fixture and aiming beam was present at the fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secure. The control knob was attached and aligned with fiber and can rotate the fiber. Based on the device analysis, the complaint was confirmed; glass cap fracture/detachment observed. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber cap detached inside the patient after 246,684 joules and 36 minutes of use. The fiber tip did come in contact with the tissue and the fiber tip was not cleaned during the procedure. The procedure was completed with a second fiber without clinical consequence to the patient.

Event description:
It was reported that the fiber cap detached inside the patient after 246,684 joules and 36 minutes of use during a photoselective vaporization of the prostate (pvp) procedure. The fiber tip did come in contact with the tissue and the fiber tip was not cleaned during the procedure. The procedure was completed with a second fiber without clinical consequence to the patient.